Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an ultrasound guided kidney biopsy through normal density tissue, the device allegedly excited automatically. No coaxial was used and the procedure was completed with another device. There was no patient contact.

Event description:
It was reported that prior to an ultrasound guided kidney biopsy through normal density tissue, the device allegedly excited automatically. No coaxial was used and the procedure was completed with another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy device was received for evaluation. During visual evaluation, the device appeared to be clean, and the device was received with both slides in the initial position. No visual anomalies were noted to the device. Upon functional testing, a drop test was performed using a drop test apparatus with the top slide locked in place. After the sample was released, the top slide did not self-activate. Then sampling was then performed, the device was able to be fully primed with no issues. The device was further tested by cocking and firing the device three times in a chicken breast with each trigger, for a total of six tests. The device was able to prime and fire properly. All six samples were obtained with no issues. The cannula tang engagement was observed under an x-ray machine, as the x-ray showed that the cannula tangs were fully engaging with the device housing. Then the device was disassembled, and internal parts were inspected. Upon disassembly, a bend was noted to the left bumper. Residue was noted throughout the stylet needle. Additionally, the tangs did not appear to be damaged or deformed. Therefore, the investigation is unconfirmed for the reported self activation as the received device was not self-activated during the functional testing. A definitive root cause for the alleged self activation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.